Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with juvéderm vista volbella xc. One day post injections, the patient experienced a ¿blood flow disorder and cyst¿ on ¿the right cheek.¿ two additional cysts appeared one a day after the last one and another one the following day. One day post symptom onset, the pain disappeared. There was a purple discoloration on the right cheek measuring 10cm in diameter. The patient was treated with hyaluronidase 600 units on the right cheek. The patient was also treated with prostandin ointment and antibiotics. Three days post symptom onset, blood flow disorder (right cheek) skin color has improved; no new cysts have formed. Subcutaneous bleeding is also present in the right orbicularis oculi muscle but has not expanded. The patient was treated again with 300u ha-dase to the area of blood flow disorder and pg ointment applied. The following day, the patient may have been injected with juvederm volite in the right cheek and the blood flow disorder and skin color is improving. The discomfort is also improving. Pg ointment was applied. The next day, the redness decreased and there is no sign of it spreading. Pg ointment applied. The following day, the patient went in for a follow-up observation and there were trends of improvement. Symptoms have been resolved. This is the same event and the same patient reported under patient identifier (B)(6); (emdr (B)(4). This emdr is being submitted for the juvederm volite.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.